Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient got a refill a week prior to (B)(6) 2018 on wednesday and there was nothing in the pump when she came back. It was stated that there was something wrong with the pump. The patient experienced terrible pain. The event date regarding terrible pain was unknown. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient had some problems with her pump. The pain management healthcare provider (hcp) was refusing to see the patient and another doctor said that her pump was empty or had a bubble in it but they did not know if there was a bubble inside of pump. The patient either tasted or smelled morphine that was coming from the pump. The nurse felt like the pump was either empty or inoperable but the hcp was unable to see the patient until the week after the next. It was noted that the pump gave the patient relief to her spinal cord. The event date was unknown and no further complication was reported.